Event description:
The report stated that during a laparoscopically assisted vaginal hysterectomy after a full sealing cycle the surgeon noticed that the tip of the device had broken off. It was found in the abdomen and retrieved. The patient fully recovered.

Manufacturer narrative:
Date of initial report: october 10, 2007. To date the incident handpiece has not been received for evaluation. If the device is returned or if additional information pertinent to the incident is obtained, a supplemental report will be filed.